Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had an unspecified infection and required removal of the pd catheter (not a fresenius product). There were no reported allegations that the event was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that on (B)(6) 2022 the patient was hospitalized with peritonitis. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication) and underwent removal of the pd catheter (not a fresenius product). The patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2022, the patient was discharged from the hospital. The patient is continuing outpatient hemodialysis and is reportedly recovering from the event. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis. Based on the reported information, the exact cause of the peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the peritonitis may have been associated with a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Correction provided in a2.

Event description:
On (B)(6) 2022 it was reported that this patient on peritoneal dialysis (pd) had an unspecified infection and required removal of the pd catheter (not a fresenius product). There were no reported allegations that the event was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that on (B)(6) 2022 the patient was hospitalized with peritonitis. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication) and underwent removal of the pd catheter (not a fresenius product). The patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2022 the patient was discharged from the hospital. The patient is continuing outpatient hemodialysis and is reportedly recovering from the event. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange.

Event description:
On 17/oct/2022, it was reported that this patient on peritoneal dialysis (pd) had an unspecified infection and required removal of the pd catheter (not a fresenius product). There were no reported allegations that the event was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that on (B)(6) 2022 the patient was hospitalized with peritonitis. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication) and underwent removal of the pd catheter (not a fresenius product). The patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2022, the patient was discharged from the hospital. The patient is continuing outpatient hemodialysis and is reportedly recovering from the event. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Additional information provided in g1. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.